Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. An impedance check revealed high impedance on multiple contacts indicating a possible lead fracture. As a result, the patient will undergo surgical intervention.

Event description:
Follow up revealed that the patient underwent surgical intervention at an unknown date to have their scs system explanted.